Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The suction regulator was adjusted. No report of patient involvement. (B)(4).

Event description:
The hospital reported suction was not operating as expected. There was no reported patient involvement.